Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was able to be reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of spec downstream tubing guide and downstream sensor. The downstream tubing guide requires replacement and the downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no patient involvement. No additional information is available.